Event description:
It was reported that at a scheduled retrieval of a g2 filter, allegedly the filter has caudally migrated and perforated the ivc. The filter had been in the patient for about 2 months, and the reason for placement was due to trauma. Reportedly, according to films, several of the legs have penetrated the cava toward mid line and there is seen a caudal migration of 2 vb. The patient had no symptom of pain prior to a successful removal, however, pain was felt during the removal. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The filter was not returned, therefore, an evaluation could not be done. Based on the films that were returned for review, the complaint is confirmed for limb perforation. There was no extravasation of contrast media observed. The reported caudal migration could not be confirmed as the filter placement films were not received. The root cause of the event is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.